Event description:
Procedure type: sils lap chole. According to the reporter: during the procedure, while pushing the 12 mm cannula into the port, it pushed the entire sils port through the incision. The port was retrieved through the incision and reposition to complete the case. No or time extended, no add'l bleeding and no pt injury.